Event description:
A home patient's caregiver (cg) reported to a baxter technical service representative (tsr) that a system error 2265 occurred on the homechoice machine during use, during initial drain. The cg revealed that there was a lot of air in the patient line. The tsr assisted the cg with ending therapy and starting over with new supplies. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, she stated, she was not aware of the alarm. She stated if the patient were to have unusual problems, the cg would typically call. The pd rn stated as far as she knew the patient was able to continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for the air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, a sample or lot number was not provided and an event log was not reviewed by a baxter employee. A batch review could not be performed since a lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.